Event description:
A malfunction on the pump was reported, and despite an attempt to reset it, the customer encountered issues with the button, which prevented a complete reset. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.